Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. The patient was administered antibiotics to address the issue.

Event description:
Additional information was obtained, revealing that the reported infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: the reported infection had not fully resolved, resulting in system explant.

Event description:
Additional information was received, indicating the infection had not fully resolved, and the patient had experienced heating/swelling at the ipg site. To address the issue, the entire system was explanted via surgical intervention on (B)(6) 2025.

Event description:
Additional information was obtained, revealing that the reported infection has resolved.